Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the power module not producing audible alarms was not confirmed. The power module was not returned for evaluation. It was reported that the issue was observed after the system monitor was dropped. Multiple requests were made to obtain additional information (including the power module serial number, if the issue was resolved by exchanging the system monitor, and if the power module successfully triggered audible alarms after the system monitor exchange); however, no response was received. This file will be reopened with further analysis if the power module is returned at a later date. The root cause of the reported event could not be conclusively determined through this analysis. Device history records of the power module could not be reviewed as the serial number is unknown. Heartmate ii instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿, cover all system controller and power module alarms and the actions to take when an alarm occurs. This section also describes that all the system controller and power module alarm conditions are accompanied by a visual indicator and audio tone. Heartmate ii instructions for use (IFU) (rev. C) section 8, entitled ¿equipment storage and care¿ describes how to care for and clean all equipment, including the system monitor and the power module. Section f, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate ii left ventricular assist device (lvad) equipment, including the system monitor and the power module. Heartmate ii patient handbook (rev. C) and heartmate ii instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
Related MFR # : 2916596-2021-00196. It was reported that the system monitor was dropped, resulting in an inability to issue audible noises when attached to the power module and actively displaying both hazard and advisory alarms. Neither the power module nor the system monitor issued an audible alarm despite visual alarm messages being displayed on the power module for a considerable length of time. There were no visual alarm messages on the system monitor.